Manufacturer narrative:
This report is submitted on 14 january 2020.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2019 due to extrusion of the electrode array.

Manufacturer narrative:
This report is submitted on march 14, 2020.